Event description:
It was reported to manufacturer that the physician was having difficulties with the programming system. Troubleshooting was performed and it was revealed that the serial data cable was believed to be the source of the problems. The hand held and the cable have been returned to manufacturer and analysis is underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.